Event description:
Fibrous femoral and tibial component in growth occurred, without bone in growth. Persistent fusion and knee pain caused concern. X rays were reviewed by two drs and replacement of the femur, tibial tray, and tibial insert was completed in 2006.